Manufacturer narrative:
It was reported during follow up that the patient experienced a drop in blood pressure 15 minutes after starting treatment. Treatment for the event was 800 ml of fluid replacement. At the time of this report the patient the patient has recovered and was sent home. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed.the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h set, the patient experienced a blood pressure decrease. Numerical blood pressure values or the degree of blood pressure drop was not reported. The dialyzer was replaced with a non-baxter dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.